Event description:
During reverse shoulder arthroplasty with biceps tenodesis and shoulder block for glenohumeral arthritis and biceps tendonitis with inflammatory arthropathy the stryker screw driver broke in the glenosphere after fully tightened. Lodged within the flutes and unable to be removed despite having a good grasp on the fragment.